Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a luer connector on the insulin delivery system broke in half, with part remaining lodged in the chamber until the user removed it using tweezers after guided troubleshooting; blood glucose levels were reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy that affected blood glucose and no need for medical care. Investigation included user troubleshooting and education. Investigation of this case revealed a broken connector consistent with a component failure. It was concluded that the device component fractured and that the event did not result in clinical harm.